Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, approximately towards the end of the ablation phase, the physician noted poor visibility and attempted to adjust the sheath. Due to the sheath movement, the system generated a fluid loss alarm and a cervical leak was noted. A raytec gauze was applied to the cervix to absorb the leak and the procedure was considered completed. Post procedure, a first degree burn approximately 1cm in size was noted at the posterior vaginal fornix. The physician applied monsel's ointment to the burn area. There were no further complications reported with this event. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.